Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that the haptic broke off in the ''folder'' prior to insertion. This was not noticed until after the tecnis (B)(4) intraocular lens (iol) had been implanted. The incision was enlarged and the iol was removed; suture was used to close the wound. Another iol of the same model and diopter was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection under microscope revealed surface residuals (particles/fibers) that could be related to handling the lens in a non-sterile environment. Lens was observed with ovd residues which indicate that the unit was handled and prepare for surgical use. Also, lens returned only with one haptic. The other haptic is missing, it could be related to the handling of the unit before insertion process as stated on initial report. The complaint for haptic damaged was verified. The investigation results reasonably suggest that the probable cause for the complaint type reported and for the conditions observed in the lens returned could be related to handling of the unit at surgical site. Manufacturing records for the iol were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.